Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii to the regional point of care (rpoc) specialist. The customer reported occasionally receiving confirmatory blood lead test results much lower than the corresponding presumed falsely elevated patient blood lead test results with leadcare ii. Technical services (ts) attempted to contact the customer to assist with troubleshooting on 05/06/2026. Ts sent an email and left a voicemail. Ts attempted to contact the customer and left another voicemail on 05/08/2026. Ts sent a follow up email on 05/11/2026. Customer reported they could not provide responses to troubleshooting questions ts requested. Ts sent a follow up email on 05/18/2026. No additional information has been provided by the customer to date.